Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 624466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia and overweight. Concomitant products included buspirone, cyanocobalamin, fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera) since (B)(6) 2007 and nortriptyline. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse)/I felt like someone was stabbing and cutting me during intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash papular ("rashes/little bumps around my belly button and my private parts"), rash ("skin conditions"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), loop electrosurgical excision). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety, female sexual dysfunction, rash papular, migraine, headache, dysmenorrhoea, fatigue, vaginal discharge and abdominal pain outcome was unknown and the depression, vaginal haemorrhage, menorrhagia, rash, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received. Event skin condition was updated to skin rash. Onset date of the event dyspareunia (painful sexual intercourse) was added. Outcome of the events hair loss, dyspareunia, depression, weight gain and abnormal bleeding were updated from unknown to recovered/resolved. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 624466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia. Concomitant products included buspirone, cyanocobalamin, fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera) since 20-aug-2007 and nortriptyline. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia ((painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- pelvic pain,anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal dischrge, alopecia, abdominal pain.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 624466 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia and overweight. Concomitant products included buspirone, cyanocobalamin, fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera) since (B)(6) 2007 and nortriptyline. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash papular ("rashes/little bumps around my belly button and my private parts"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia ((painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), loop electrosurgical excision). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash papular, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash papular, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 624466(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia and overweight. Concomitant products included buspirone, cyanocobalamin, fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera) since (B)(6) 2007 and nortriptyline. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash papular ("rashes/little bumps around my belly button and my private parts"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia ((painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), loop electrosurgical excision). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash papular, skin disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash papular, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 19-sep-2018: update of information (batch is not valide) (product technical complaint ). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.